Event description:
It was reported that the tip was broken. Although the instrument was used in surgery, no patient complications were reported. No fragments of the device are remaining in the patient.

Manufacturer narrative:
Product analysis: visual examination confirmed the superior tang was broken. The broken piece was missing and not returned for analysis. Fracture initiation appeared to be located at the base of the tang. This was consistent with bend stress overload. Microscopic examination of the fracture surface revealed a fairly quasi-brittle fracture, with no indication of fatigue, and river lines which suggested direction and mode of fracture to be bend stress overload. The above observations are consistent with bend stress overload.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.